Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Event description:
The account alleges that during incoming inspection it was found that the sealing had run over the female connector of pm tubing and resulted in the connector being separated and the package sterility being compromised. No patient consequence to report.